Manufacturer narrative:
This MDR report is based on the reclassification of a previously reviewed complaint. Followup information provided by the user: during the treatment of a left arm humeral fracture for a patient with multiple myoloma, the surgeon gained access to the distal end of the humerus using a drill and awl to begin preparation of the intramedullary canal for implantation of an illuminoss balloon catheter. The reamer was placed over 2mm ball-tipped guidewire which was placed into the canal in advance of the reamer. During the preparation phase of the canal, while attempting to pass a spot in that space, the doctor indicated they were putting the reamer under extreme stress. The reamer head broke just above the fossa during use. Both pieces of the damaged reamer were successfully retrieved with the 2.0 guidewire. It was reported that there was no loss in time and there was no change in the course of action due to the break. The case was successful despite this event. X-ray review: the user provided x-rays to the firm. The user was trying to open the canal (cortical bone) at the distal end of the humerus where the canal was narrow and sharply curved above the fossa. The user used the drill bit and awl to gain access to the canal. The reamer head broke just above the fossa. Records review: a review of manufacturing records was performed, and found that the device met speciation at the time of manufacture and release. Returned product evaluation: the device was discarded at the hospital and not able to be returned for product evaluation. No pictures of the device break were provided to the firm. Conclusion: existing evidence supports that the extreme force applied by the user on the device is a probable cause of this event, although this cannot be definitely proven with the evidence available to the firm at this time.

Event description:
This MDR report is based on the reclassification of a previously reviewed complaint. During the treatment of a left arm humeral fracture, a 6.0mm reamer broke during the reaming process to prepare the canal. Both pieces of the device were retrieved. There was no harm to the patient.